Event description:
It was reported there was a "574 error code" on the patient programmer. On the clinician programmer it showed "18,8" and "invalid settings" message. The patient was set up with a programmed group the week prior that had gotten deleted and was not available at the time. All of the patient's programs were deleted after the 574 error code. Cause of the error was possibly due to utilizing both the patient and clinician programmer simultaneously the week prior. It was stated that the patient had a shock in their feet over the last week when the implantable neurostimulator (ins) was off. Normal stimulation coverage was in the patient's feet. Two days later it was reported that when the ins was off, and sometimes on, the patient felt a shocking/burning/impulse pain in their feet that "felt like a hot poker." This had occurred for the prior 6 weeks. No falls or traumas related to the event were reported. An impedance check found all impedances in the normal range. Changing the position of the patient, as well as palpation, did not change the outcome of the impedance tests. Another "574 code" was reported, and it was stated that the device "just randomly lost the "f" group," even before the 574 code presented. The 574 code was cleared with the clinician programmer. The manufacturer's representative did not see any malfunctions with the device after taking care of the 574 code. The patient was reprogrammed, was receiving stimulation in areas of pain, and was going to consult with his physician. Additional information received reported the cause of the event was unknown, if it was an ins malfunction or phantom pain. No surgical revisions occurred. A lumbar thoracic CT scan revealed no major abnormalities. The patient did not require hospitalization due to the event, and patient outcome was noted as "non-serious injury/illness."

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).